Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd extension set had fluid leakage occurred at the connection between the line and the clave during tubing replacement. There was patient involvement. No other adverse consequences were reported.